Manufacturer narrative:
The returned product consisted of and angiojet solent omni thrombectomy system. The pump, shaft, and tip were microscopically examined it was observed that there was a break in the hypotube at the tip of the catheter. The tip and edm loop was detached and not returned; catheter had shaft damage 27cm from the tip of the catheter. Due to the condition of the device a functional test could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11 apr 2017. It was reported that an error message displayed. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. "Check saline supply¿ error message displayed a short time into thrombectomy. The device was removed. Another of the same device was used to complete the procedure. There were no patient complications and the patient was fine. However, device analysis found the tip was detached and the hypotube was broken.